Event description:
It was reported that the patient underwent a cervical fusion surgery at c4-5 and c5-6 using rhbmp-2/acs. It was reported that bmp was used mixed with other bone graft products. Six weeks after surgery, the patient continued to experience trouble swallowing. Due to the chronic issues concerning his dysphasia an emg and nerve conduction study was performed in (B)(6) 2008. The study demonstrated findings consistent with c6 radiculopathy. A CT scan performed in (B)(6) 2012 demonstrated increased bone osteophyte formation at c6-7. It is further reported that the patient continued to suffer from chronic pain and difficulty swallowing which prevented him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.